Event description:
The pt was seen by a healthcare professional to have her external ear canal cleaned. Reportedly, the electrode array was pulled out of the cochlea during this procedure. An x-ray confirmed that the electrode array was in the middle ear space. The pt's device was explanted and a new device reimplanted. This pt lives and was implanted outside of the USA. No further follow-up info has been made available.